Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Rec'd info stating customer that while being hospitalized for an appendicitis unrelated to the pump, the customer experienced diabetic ketoacidosis. Customer reported experiencing occlusions repeatedly over the past three weeks.